Manufacturer narrative:
Results of investigation: a tc primary femoral component right 6s cemented was revised due to suspected loosening, the respective tibial component and tibial insert were also revised but not manufactured by smith+nephew. The tc primary femoral component was not returned for investigation, therefore the product inspection could not be performed. The review of the production documentation did not find any deviations from the standard operating procedure which could explain the reported failure. The sterilization was performed according to the standards. The complaint history review did not find further complaints concerning devices from the same batch. The review of the risk management documentation verified the severity and expected occurrence rate of the reported failure mode. The reported issue is also addressed in the product labeling as possible adverse effect. For the medical investigation, the surgery report of the revision was not provided, nor any x-ray images or patient information. All documents and images provided as of this date have been reviewed. However, the combination of components with a third party manufacturer cannot be ruled out as a contributing factor to the wear, debris and loosening. Based on the conducted investigation for this reported complaint, the root cause of the failure could not be determined conclusively. The complaint investigation will be reopened if additional information will become available. Smith+nephew will monitor the devices for similar issues.

Event description:
It was reported a suspicious of loosening for which revision surgery has been planned. Insert and tibia components are from a third party manufacturer.